Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flow alarms in the morning on (B)(6) 2021. They were occurring while connected to the power module and once on batteries. Two of them occurred while up going to the bathroom around 0230-0300 but the rest seemed to be around 7-8:00. The last alarm was either (B)(6) 2021 or (B)(6) 2021 but the patient was not sure. The patient came in to be evaluated. The alarm review only goes back to the morning of (B)(6) 2021 at 0707 and no low flows were noted. There were pulsatility index (pi) events that could have pushed out the older data. Additional log files were review that showed 2 low flow alarms on (B)(6) 2021 at 09:38 and 09:39 and appeared to be patient related as they were in the presence of elevated pi. The patient required increase in inotrope. The patient had worsening right heart failure causing the low flow events. The patient had medication adjustments, diuretics were stopped and speed was decreased and the alarms resolved. The patient experienced shortness of breath and fatigue and would be under ongoing supportive care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of right heart failure could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed two transient low flow hazard alarms. A specific cause for the alarms could not be determined through this evaluation; however, the account reported that the alarms were caused by the patient¿s worsening right sided heart failure. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they ultimately expired on (B)(6) 2022 (captured under MFR # 2916596-2022-00349). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. This section also explains that pi (pulsatility index) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.